Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:a review of the device history indicated a cs 064 call service alarm associated with a high force due to an occlusion during the prime step on the event date. The pump was exercised for 24 hours and the rewind, load, and prime steps were performed successfully with no duplicated alarms. The complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted call service alarm cs 064-0001. Allegedly, the tubing was changed and the pump was rebooted four times, however the alarms recurred. Tubing from different boxes was used, and the pump continued to emit the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.